Event description:
Seen on 12/15/93 for muscle strain left calf. Sent home with two cold packs to use in treatment, symptoms improved after 48 hours. On 1/11/94, patient again experienced left calf pain symptoms while playing basketball. Applied ice bag himself to leg directly on to bare skin for 1.5-2 hours. On 1/12/94 noted "burn" on left calf where he had applied the ice pack. Area red with tingling. On 1/13/94 noted blistering seen in employee health and treated as second degree burn. Improved with no sequelae.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.